Event description:
It was reported the patient had cramps in the lower part of her stomach going up to her mid abdomen which began over a week prior to report. The patient felt a sensation of burning around her left side. It was stated stimulation had been off for two weeks, and the battery was on her right side and the lead was on the left side. The patient had an appointment with her healthcare provider on (B)(6) 2013. Reportedly, since the patient was implanted she had ¿no good results at all¿ and had no symptom relief since 2009. It was also stated ¿they redid the surgery¿ in (B)(6) 2012 to ¿readjust something of implant¿ but the caller did not know what was done. It was also noted the patient was implanted for retention and was given a ¿lavage shot¿ in the vagina to ¿calm down her bladder.¿ it was additionally reported the implantable neurostimulator (ins) had to be ¿reset¿ and at one point the stimulation went down her leg and was in her rectum. Reportedly, the healthcare provider thought the patient had hemorrhoids and fissures but once stimulation was off the stimulation in her legs and rectum went away and the healthcare provider no longer thought the patient had hemorrhoids and fissures. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# v198619, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2009, product type programmer, patient. (B)(4).